Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas experienced a software update failure that prevented insulin delivery and meal announcements, despite multiple troubleshooting steps including app reinstallation, bluetooth re-pairing, device and phone restarts, and placement on the charging cradle. Symptoms included interruption of automated insulin therapy. Outcomes included transition to back-up therapy and shipment of a replacement device, with no reported adverse impact to blood glucose levels and no medical intervention or hospitalization. Investigation included technical support-guided troubleshooting and collection of the device for evaluation. Investigation of this case revealed a device malfunction during the update process that resulted in system freeze and persistent error messaging, consistent with a hardware or firmware fault affecting the user interface and system restart functions. It was concluded that the cause was an update-related device malfunction.